Manufacturer narrative:
Investigation summary: received one (1) used mc330419 smallbore transfer set w/1.2 micron filter for inspection. As received the filter vents on the 1.2 micron filter were wetted out with prior infusate. The set was leak tested per product specifications. There was leakage from the inlet and outlet filter vents of the 1.2 micron filter. The reported complaint can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. A device history record review could not be conducted because no lot number(s) was/were identified.

Event description:
The event involved a 102" (259 cm) pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock where the customer reported that "upon start of shift, safety checks done and during line tracing noticed aantiarrhythmic drugs (aads) filter sticky and leaking on standard concentration tubing." The tubing and drug were replaced and therapy resumed. There was no blood loss or bleed back. There was patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
The device has been returned for evaluation, however, investigation is not yet complete.